Event description:
This lead was implanted on (B)(6) 2013. And remains capped at this time, due to unable to attain consistent capture. The physician was dr (B)(6) at (B)(6). No other additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).